Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 6 august 2015, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The fse had ordered a pump and walked the customer through the process of replacing the pump. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the diluent pump

Event description:
On (B)(6) 2015 a customer reported error 2012 air detected in diluent with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) addressed the reported event, which resulted in delay reporting ctnl2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.